Event description:
A report was received that the patient had an in-grown stitch, which appeared to be infected at his pocket site. The patient underwent a revision procedure. The patient was treated with IV antibiotics and is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.